Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3a endoleak of the aortic components with complete component separation and the distal type 3b endoleak of the bifurcated stent graft event was confirmed. The sac growth event was unable to be confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest an aortic rupture occurred. This finding was discovered during a review of the 46-month post implant computed tomography (CT) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft extension, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years later, the patient presented emergently with abdominal pain and an expanding aneurysm sac due to a type 3b endoleak of the bifurcated stent graft and a type 3a endoleak with separation between the bifurcated stent graft and the vela suprarenal. A re-intervention was completed. The physician elected to re-line the existing stent grafts with an afx2 bifurcated stent graft, two (2) vela infrarenal stent grafts and a vela suprarenal. The appearance of the proximal stent grafts were not desirable but the final angiogram shows that all endoleaks have been resolved. The patient is currently being monitored and another re- intervention may occur as a pre-caution to prevent a type 1a endoleak from occurring in the future. Additional information: clinical assessment determined that there was evidence to reasonably suggest an aortic rupture occurred. The aortic rupture was discovered during a review of the 46 month post implant computed tomography (CT) scan.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal stent graft extension, and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years later, the patient presented emergently with abdominal pain and an expanding aneurysm sac due to a type 3b endoleak of the bifurcated stent graft and a type 3a endoleak with separation between the bifurcated stent graft and the vela suprarenal. A re-intervention was completed. The physician elected to re-line the existing stent grafts with an afx2 bifurcated stent graft, two (2) vela infrarenal stent grafts and a vela suprarenal. The appearance of the proximal stent grafts were not desirable but the final angiogram shows that all endoleaks have been resolved. The patient is currently being monitored and another re- intervention may occur as a pre-caution to prevent a type 1a endoleak from occurring in the future.